Event description:
Reporter indicated that her vns therapy handheld computer gave an error that stated "trying to load program, but there is data still in ram. Press no to keep all data, but some may be corrupted, and press yes to clear all data, and unplug the power source and battery and wait ten minutes and then reconnect." Troubleshooting did not resolve the handheld issue. Handheld computer was returned to MFR and product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.